Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that she was vomiting and dizzy due to high blood glucose and dka. Paramedics were called and customer was taken to the hospital. Customer stated that the blood glucose reading was over 300 mg/dl when paramedics arrived. Customer reported that her infusion set cannula was bent and her insulin pump did not give any no delivery alarms. Customer stated that the insulin pump was not delivering the insulin. Nothing further was reported.